Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing caused due to post paced t wave oversensing. Programming changes were performed to resolve the issue. The patient was reported to be asymptomatic throughout.